Event description:
After completion of shoulder arthroscopy procedure the nurse removed the return pad and noticed the pt had redness under three corners of the pad and redness became raised and was reported as a 2nd degree burn. Pad placement was on the thigh of the pt. The burn site was treated with a topical ointment, the pt was released and no further issues have been reported.

Manufacturer narrative:
Device is not being returned for eval.